Manufacturer narrative:
User facility medwatch report # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility medwatch report received that states the patient presented with melena/red blood per rectum and anemia. International normalized ratio (inr) was at 1.6 with hemoglobin 6.8 on admission. Two units of blood were transfused. Endoscopic evaluation included esophagogastroduodenoscopy (egd) and colonoscopy and failed to identify the bleeding source. Heparin to coumadin bridging was completed. Aspirin therapy continues to be held.

Manufacturer narrative:
Section d4, h4: additional information. Section e4: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.